Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand was missing after withdrawal of the device from surgical site. It is unknown if the tip of the wand remains in the patient's disc. It was reported that the patient has no reported complications and no additional treatment is required.

Manufacturer narrative:
The date of the event is an approximation provided by the manufacturer for this report. It was reported that the device is available for investigation. Waiting for return of device to complete investigation.